Manufacturer narrative:
This event is being reported as serious injury due to the reported capsular contracture, baker grade IV with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Patient reported left side grade IV capsular contracture. Patient had strattice implanted at the time implant was placed. The patient had the implant removed.